Event description:
Crw panels came loose during surgery. There was no replacement available, so the physician had to repair the area, so the procedure could be completed. There was no injury involved with this problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.